Event description:
It is reported that the patient was revised due to infection. Implants were removed and replaced with neff nail and palacos r+g bone cement. The surgeon added tobramiacin to cement.

Manufacturer narrative:
The sterilization process for zimmer's implants was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10-6 or better. The certificates of processing for these lots were reviewed and found to conform; therefore, it is highly unlikely that the devices caused or contributed to any patient infection. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.